Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) stail device used for posterior spinal fixation and fusion procedure. It was reported that patient had retrolisthesis. Interventions: action subtype: hospitalization action result: new hospitalization action date: (B)(6) 2025 hospitalization end date :(B)(6) 2025 action subtype: ae result in any treatment action result: yes action subtype: brace action result: yes action subtype: medication administration action result: yes any of these opiates or narcotics (adjusted or administered) yes action subtype: nerve block action result: yes action subtype: physical therapy action result: yes action subtype: spinal surgery action result: yes outcome status: recovered/resolved outcome date:(B)(6) 2025 adverse event info: date the site became aware of event:2025-12-18 relative time from the procedure: post-surgery subevent number: 002 narrative: subject with l1-l2 retrolisthesis, herniated nucleus pulposus requiring additional surgery site seriousness assessment: congenital anomaly: no death: no disability: no hospitalization: yes life threatening: no medical or surgical intervention: yes site related assessment: device, procedure are probable. Update received additional information received that interventions:medication name: ketamine start_date: (B)(6) 2025 dose: 50 dose uom: mg frequency: prn: as needed route: intravenous reason started/indication: anesthesia, additional lumbar surgery end_date: (B)(6) 2025 corresponding ae 002_(B)(6) 2025_retrolisthesis l1l2 medication_name: methadone start_date: (B)(6) 2025 dose: 9 dose uom: mg frequency: prn: as needed route: intravenous reason started/indication: anesthesia, additional lumbar surgery end_date: (B)(6) 2025 corresponding ae 002_(B)(6) 2025_retrolisthesis l1l2 medication_name: tramadol start_date: (B)(6) 2025 dose: 50 dose uom: mg frequency: prn: as needed route: oral reason started/indication: pain post-additional lumbar surgery end_date: (B)(6) 2026 corresponding ae 002_(B)(6) 2025_retrolisthesis l1l2 additional information received that the product was explanted.